Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. The crt-p was explanted and then used externally as a temporary pacemaker. There were no additional adverse patient effects reported. The crt-p was explanted.